Event description:
During laparoscopic splenectomy, a trocar associated vascular injury occurred. The injury required a laparotomy for bleeding and repair of the vessel. The surgeon feels that the injury occurred because the safety shield on the trocar did not deploy rapidly enough to prevent vascular injury. Outcome for pt was add'l surgical intervention and related hospitalization for recovery.